Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of stuck button and unresponsive keypad. The customer's blood glucose reading was unknown. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump had no stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and the connector was not unlocked during visual inspection. Device passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay's.